Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information provided: when the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Thicker. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Normal. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Returned. Was there any difficulty removing the device from the tissue? No difficulty. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? Complete donut. What was the quality of tissue in the area where the device was fired? Prolapse mucosa. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? None. What is the age and sex of the patient? Female (B)(6). What is the current status of the patient? Loop colostomy to be reversed. Rectum reopened with second procedure and will reverse. Was the user trained, how long is he/she using this kind of device? Yes has used numerous times. Is there any other additional information you would like to share about this device, procedure, patient or physician? Nothing just redundant mucosa in addition to haemorrhoids. Has the reversal of the colostomy already taken place? No, not yet.

Event description:
It was reported that during a hemorrhoidopexy procedure the consultant fired the gun and the donut was checked and was complete, but following a check the consultant realized he had sealed off the rectum and the patient therefore required a colostomy bag. No gun will be returning as it was discarded.